Manufacturer narrative:
No evaluation was performed: the doctor did not provide lot number info on the product allegedly involved, therefore, evaluation of retain samples could not be conducted. Additionally, he did not return any suspected product to kerr corporation for evaluation. This is the second MDR report of the four incidents reported.

Event description:
In 2007, a doctor alleged that restorations placed using maxcem in four pts had fallen off.